Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017, field service engineer (fse) was dispatched to the customer's facility to address the reported issue. Fse confirmed the customer's report of computer hang up at the dell screen after rebooting. Fse identified the issue to be from the wireless mouse power button being jammed in. Fse removed the batteries from the mouse and its usb receiver from the computer port. The computer rebooted successfully afterwards. Fse replaced the wireless mouse and keyboard. The aia-2000 instrument was performing as intended. No further action required by field service. The aia-2000 instrument was installed at customer's facility on 28-jun-2017. A 13-month complaint history review and service history review for serial (B)(4) for 11-nov-2016 through 11-dec-2017 for similar complaints were performed. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under chapter 7: data management provides guideline on data management, assay parameters, and system specifications including host communications. The customer is to contact tosoh service center or local representatives for issues concerning the instrument. The most probable cause of the reported event is due to mouse power button was jammed in.

Event description:
On (B)(6) 2017 a customer reported the computer screen on the aia-2000 instrument froze. The customer was unable to run patient samples on alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a.

Manufacturer narrative:
Corrected data: in section of the initial report stated: the aia-2000 instrument was installed at customer's facility on (B)(6) 2017. A 13-month complaint history review and service history review for serial number (B)(4) for 11-nov-2016 through 11-dec-2017 for similar complaints were performed. There were no other similar complaints identified during the searched period. The correction is: the aia-2000 instrument was installed at customer's facility on (B)(6) 2017. A 13-month complaint history review and service history review for serial number (B)(4) through the aware date for similar complaints were performed. There was one similar complaint identified during the searched period.